Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected power loss alarm. Customer's blood glucose value was 250 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated they did not receive a low battery prior to replace battery now alarm. Customer stated this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will not be returned for analysis.